Event description:
It was reported that the patient has high lead impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5 describe event; initial MDR inadvertently omitted information known prior to submission

Event description:
Information reports that c spine x-ray shows that there was no definitive break of the leads but does have an acute bend of one lead with unknown significance